Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his wife alleging that the pump felt hot to touch. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an overheating issue and felt hot to touch. However, there is no evidence that patient suffered a serious injury because of the alleged issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. The battery compartment and cap are intact with no evidence of physical damage. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The pump was exercised for 24 hours with no evidence of overheating. The complaint could not be confirmed or duplicated during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.